Event description:
It was reported that a resident was being transferred from a commode using the hoyer lift, per notes "the connecting top hook disengaged from the eye of the lift boom and the resident fell".